Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.285s, lot number: h434027, part manufacturing date: 11 september 2017, manufacturing site: elmira, part expiration date: 01 september 2027, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h434027 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h189259 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an osteosynthesis with long trochanteric femoral nailing advanced (tfna) system was applied to surgery for femoral subtrochanteric fracture in which the great trochanter cracked longitudinally. Upon final checking using the image, it was noticed that the tfna helical blade had been positioned out of bounds. Initially, after deciding the insertion point of the blade, a guide wire was inserted and was confirmed to be inserted at the center of the femoral head by anterior-posterior (ap), and medial-lateral (ml) images. Then, a helical blade in question was inserted, the side stopping was done and an end cap was inserted. However, when the final check was done, it was noticed that the blade had been positioned out of bounds. The blade and the end cap were removed and the locking mechanism was released. After the insertion handle was re-connected, a guide wire was inserted followed by the insertion of the helical blade. The surgeon confirmed that the helical blade was properly positioned in the femoral head, then the surgical wound was closed. The surgery was successfully completed and was delayed by 60 minutes. There was no adverse consequence to the patient. Concomitant devices reported: tfna end cap (part# 04.038.000s, lot# 2l79397, quantity 1), locking screw (part# 04.005.534s, lot# l971780, quantity 1), locking screw (part# 04.005.530s, lot# l998222, quantity 1), unknown guide wire (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) tfna helical blade 85mm sterile. This report is 1 of 2 for (B)(4).